Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. One opened probe was received with at tip protector, in a tray along with other unused items, for the report of did not cut during surgery. The returned was visually inspected and found to be non-conforming with foreign material (possible surgical material) on the needle and port face. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found conforming for aspiration and non-conforming for actuation with no movement of the inner cutter. Cut testing was unable to be performed due to the inner cutter not actuating. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle/shell assembly) was removed the probe was able to actuate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation was unable to confirm a cut failure do to the cutter being unable to actuate. However, the observed actuation failure could have contributed to a cut non-conformance do to the cutter not being able to physically move forward to perform the cut. The root cause for the observed actuation failure, as well as the observed foreign material, is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken as it appears that the observed non-conformances were due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformance's found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the vitrectomy probe did not cut after entering the eye during a procedure. The aspiration was working. The product was exchanged for another one and the procedure was completed. There was no harm to the patient